Event description:
Consumer stated "there is soft plastic in the back of the head that comes apart with use. I am concerned how much plastic may be being swallowed when kids use these." No contact information provided for the consumer, product not returned.